Event description:
It was reported the procedure was being performed on a male pt. The catheter was placed into the pt's upper arm without incident in the radiology department and the pt was taken to CT lab were a leak was noted. Upon examining the catheter the clinician noticed a tear in the catheter. When the clinician removed the dressing, they noted the catheter was split outside the pt's body. As a result, the catheter was exchanged over the wire for the pt. They do not know if this caused a delay in treatment and there was no pt death or complications reported. It was confirmed that they use a power injector and they stated they do not exceed 300psi but do not have a specific pressure used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.